Event description:
It was reported that the patient used meal announcements to deliver insulin for the purpose of correcting high blood glucose, contrary to intended use and training. Symptoms included hyperglycemia prompting user-initiated meal announcements for correction. Outcomes included the need for troubleshooting and education with guidance to rely on the device¿s correction algorithm rather than meal entries for corrections. Investigation included a review of use patterns and user counseling on correct operation. Investigation of this case revealed user error related to dosing behavior, with the device and its components not implicated in a malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.